Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and tvt-o was implanted. No additional information provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrence, urinary problems, and vaginal scarring.

Manufacturer narrative:
Additional information: additional narrative: it was reported that the patient underwent mesh revision on (B)(6)2016 due to vaginal mesh erosion and urinary incontinence.